Event description:
Per the audiologist, the patient experienced decrease in performance. The results of an integrity test done (date not reported) showed device failure.explant and reimplantation is planned, but was not scheduled at the date of this report, march 6, 2009.

Manufacturer narrative:
(B) (4).cochlear attempted an electronic submission on march 9, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.